Event description:
Customer alleges to have multiple issues: unintended movement due to batteries/battery harness/joystick. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 3gar-cg, serial number/date code (B)(4) is approximately 9 months old. The owner's manual part number 1143151 rev I (may-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Consumer alleges that his power chair is experiencing hesitation from day one. Dealer was asked to call back with the chair so we could help diagnose the problem.